Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received baclofen 25.0mcg/ml; 32.991mcg/day and bucain 7,406.3mcg/ml; 9,773.6mcg/day in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. It was reported the replacement pump was ticking and volume discrepancies were seen at refills resulting in underinfusion (same is sues as the previous pump; actual volume was greater than expected). There were no known environmental/external/patient factors that may have led or contributed to the issue. The logs were reported to be ok. The catheter side port was checked during the implant procedure and veritable flow was seen. It was also stated catheter patency was verified via contrast study. Provided hcp notes indicated during a (B)(6) 2018 refill, there was 6ml "too much." It was further indicated during a (B)(6) 2018 refill, there was "+ 3ml." The issue was considered ongoing. The same issue reportedly occurred with the replacement pump (please refer to (B)(4), mfg. Report#3004209178-2018-20394). The patient sometimes experienced increased pain. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient received intrathecal medication for chronic pain syndrome and micturition disturbance. No further troubleshooting was performed. The further actions/interventions taken to resolve the issue were indicated as undecided as of 2018-(B)(6). The cause of the volume discrepancies were undetermined at this time.